Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l60027, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a patient receiving intrathecal morphine and saline via an implantable infusion pump (dose and concentration unknown.) The indication for use of the device was for spinal pain. It was reported that the patient had a historical infection in 2002. The infection was specified to the pocket, catheter track, and spine; but it was not further specified which infection correlated with the infection that occurred in 2002. The patient outcome and intervention remained unknown at the time of this event; if additional information is received this report will be updated.